Manufacturer narrative:
Event date: (B)(6) 2018. One actual sample was received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified sponge found fully separated from the cap. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from the minicap. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.